Event description:
Caller reported a cgm error, specifically error 42, affecting their device. There was no adverse impact to the customer's blood glucose level following the event. Technical support provided instructions for a pump reset, which resolved the issue, allowing the caller to successfully start their sensor session without further errors.